Event description:
During sample collection from the cervix, the foam tip of the swab came off inside the pt. The clinic collecting the sample was unable to retrieve the swab tip and had to send the pt to a gyn for removal. The gyn performed an endometrial biopsy and the dr was able to suction out the swab tip that was lodged in the pt's vagina.

Manufacturer narrative:
Batch records for suspect lot and retention samples of same were examined. No anomalies were noted. The test results were in spec for tip adhesion. This report is recorded and the appropriate individuals are notified. This is the first claim of such failure from applicators distributed over the last three yrs.